Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and high threshold measurements. A dislodgement was confirmed via x-ray. The following day the rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.